Event description:
During implant procedure, high impedance was noted on the right ventricular (rv) lead. The physician used a new lead and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection on the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of procedure.